Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to perform ground isolation testing and/or replace the graphic user interface (gui) cable. The customer informed covidien that the ventilator passed self testing. Covidien was not authorized to service the ventilator.

Event description:
The customer reported that an 840 became inoperable. The ventilator was not on a patient at the time of the event.